Manufacturer narrative:
Correction: h4 device manufacture date a supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a failed drawer. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a failed drawer. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer confirmed that there were no failures and made sure the drawer functionality by reseating the cables. The system functioned as intended after the field service engineer investigated the device.